Event description:
While unit was shocking pt, they got a "service required" prompt and also low battery. They were able to disconnect the pads and attach them to another powerheart unit and finish rescue.

Manufacturer narrative:
Investigation ongoing.